Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a primary, total right hip replacement was performed using the corail and pinnacle products. In this case, the size of acetabular liner chosen was a lipped 32mm ID 52mm od liner. The implants were collected by a theatre support worker from a storeroom where all implants are kept. The label on the box, as well as the stickers from the box both had the following description: pinnacle altrx polyethylne, acetabular liner, lipped 32mm ID 52mm od, ref: 1221-32-252, lot:m2706y. The size of the liner was confirmed by surgeon prior to opening of all implants. The liner was opened, placed in the acetabular cup, and the surgery proceeded. The femoral head used was a biolox delta ceramic femoral head +1 32mm dia 12/14 taper, which is supposed to correspond with the acetabular liner. The femoral head was inserted into the liner. No dislocation occurred. Following the procedure, post-operative x-rays were taken. The x-rays displayed that the femoral head did not fit the acetabular liner correctly and did not correspond with the acetabular liner. As a result, a revision surgery was performed on the (B)(6) 2023 at the hospital. The acetabular liner remained in the patient, and the +1 32mm dia 12/14 taper femoral head was replaced with a 28mm dia 12/14 taper femoral head. The new femoral head fit into the acetabular liner during the revision surgery, as well as when examined on the post operative x-rays. This suggests that the acetabular liner labelled as lipped 32mm ID 52mm od liner was in fact a lipped 28mm ID 52mm od liner, and was either labelled incorrectly, or had been placed in the incorrect box.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed, for the finished device product code:122132252, lot code#: m2706y. And no non-conformances / manufacturing irregularities were identified.